Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported to the pharmacist on (B)(6) 2025 that they experienced some rectal bleeding on (B)(6) 2025. The patient's hemoglobin and international normalized ration (inr) were checked on (B)(6) 2025. Their hemoglobin was 12.2 and the inr was 1.6. The bleeding episode was discussed in depth with the nurse practitioner (np) and it was decided to continue with warfarin and recheck their complete blood count (cbc) and inr on (B)(6) 2025. The patient was instructed to call the ventricular assist device (vad) emergency line for any additional bleeding. The patient called the vad np on (B)(6) 2025 with more complaints of rectal bleeding since the nice previous. They were instructed to go to the emergency room (ER) for further evaluation. Upon arrival, their hemoglobin measured at 11.5. The vad team chose to admit the patient for a gastrointestinal bleed with an anticipated drop in hemoglobin. The patient had a colonoscopy on (B)(6) 2025. Following the colonoscopy, they were treated with argon plasma coagulation therapy and warfarin was resumed.

Event description:
It was reported that on (B)(6) 2025, the patient's hemoglobin was 9.2. They were transfused 1 unit of packed red blood cells (prbcs) and then was discharged home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.